Event description:
Radiometer complaint reference: (B)(4). According to the complaint, at 6:00 a.m. On (B)(6) 2026, the abl800 flex analyzer (serial number (B)(6) performed an automatic calibration. The lac parameter failed calibration, while ph and other parameters passed. Between 6:00 and 8:00, the operator did not notice the alert indicating the lac calibration failure and proceeded to test samples from more than ten patients. The ph results obtained during this period were all in the range of 7.1-7.2. The operator suspected an abnormality and consulted the clinicians, who confirmed that the results did not match the patients' clinical presentations. The clinicians indicated that the expected ph values for these patients should be within the range of 7.354-7.454. At 08:02, during the analyzer's next automatic calibration, the ph parameter failed calibration.